Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (no power) issue. The pump was powered off upon waking with no record of battery alarm(s) in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/22/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history shows an unconfirmed "replace cartridge" alarm for 2 hours on (B)(4) 2012 at 05:02. The battery voltage at the time of the alarm was found to be low and the remaining insulin in the pump was "0 units". During evaluation, the pump was found to successfully power on with the appropriate vibratory and audible sounds. There was no damage found to the returned battery cap or battery compartment. The battery cap was able to tightly secure to the pump with no visible yellow o-ring.